Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On (B)(6) 2025, it was reported by a patient via phone that after undergoing an arthroscopic labral repair with rotator cuff repair and scar tissue debridement on (B)(6) 2024 she experienced fever, pain, and nausea 29 days post-op. On day 30 post-op it was confirmed the patient had an infection that was treated with keflex. These issues have been consistent since. The patient is scheduled for a revision procedure to have the devices removed and replaced. Additional information was provided on 04/10/2025 where it was reported that 2.4 mm pushlock anchors and suture tape were utilized during the initial procedure. A revision procedure is scheduled for (B)(6) 2025. Additional information has been requested. Additional information was provided on 07/07/2025 where the implant log confirms (7) ar-3636 knotless 1.8 fibertak® soft anchors were placed in the initial procedure in 2024 and were removed during a revision procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.